Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient encountered a service code 1703, indicating that therapy is providing less than requested, after switching the device off for an EKG and then back on. The patient had recently had their battery changed in january or february. They have not experienced any falls or accidents. The patient was advised to consult their healthcare provider, with an appointment already scheduled. The doctor also requested the patient to contact the manufacturer. The representative received an email from the healthcare provider confirming the error 1703, marked as "out of range," following the EKG-related therapy adjustment. Technical services recommended conducting an impedance check to assess system integrity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information, reporting that the cause of service code 1703, which followed an EKG, remains unknown. To resolve the issue, the patient was told to see the healthcare provider; however, the problem has not been resolved.